Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The connector piece measured 13.3 cm and the distal piece measured 38.7 cm. External insulation abrasion was noted at 128.cm to 13.0 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise and low lead impedance.

Event description:
It was reported that the right atrial lead exhibited noise that was reproducible and low pacing impedance. The lead was explanted and replaced. Along with the lead replacement, the physician decided to replace the implantable cardioverter defibrillator to confirm that noise was not observed. No other anomalies were reported. The asymptomatic patient was stable after the procedure.